Manufacturer narrative:
Continuation of d10: product ID 3550-p4, serial# unknown, product type accessory h3: the returned passing elevator (model 3550-p4) was subjected to a series of standard tests that include but was not limited to visual inspection and functional testing. Analysis identified that the distal tip of the passing elevator was separated from the handle. The silicone distal end was divided into halves, revealing adhesive in the channel of the distal tip, indicating proper manufacturing of the product. However, foreign materials were also identified within the channel of the distal tip. Additionally, a breach cut was observed on the silicone distal tip, and scratches were noted on the curved handle. H6 correction: coding moved from the lead (977c165) to the passing elevator (3550-p4), no allegations on the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep clarified with the customer today. In the case of a passing elevator for this case, the soft front part apparently detached from the hard rear part (stem) during manipulation. The soft silicone part then remained in the epidural space and had to be surgically removed. Additional information was received. In regard to needing a separate incision, in a different location, to remove the handle of the passing elevator from the patient¿s epidural space, the rep stated ¿yes¿. It was confirmed that it was not to remove the handle, it was more about the soft silicon part of the elevator which was stuck in the epidural space.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient being implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the procedure to implant the lead, part of the "dummy" came loose and got stuck in the epidural space. This had to be opened further. Lead remained implanted and issue was resolved. Additional information clarified that the "dummy" part was the plastic part to see if the width of the opening of the epidural space was sufficient. In order to remove the detached part, the size of the opening had to be made. This resulted in a longer operating time and wound.

Event description:
Additional information was received. It was stated that the electrode was implanted. It is the elevatorium (elevator) and the blanking electrode which was described in the report. These have been sent in for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.